Event description:
It was reported that the device could not be interrogated. The patient felt poorly in recent weeks which prompted him to have a device check. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The loss of communication was confirmed in the laboratory. Device setting information was requested but no data was received. Based on standard device settings, the device met the expected longevity. No high current drain sources were found during bench and automated electrical testing. The battery was sent to the vendor for further analysis. No anomalies were found that would cause internal loading.